Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace (ha) instrument was malfunctioned. The customer used a backup ha instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with a no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage. The customer indicated that the instrument tip was broken and could not grip the tissue. The tip was not detached off. No fragment fell into patient. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace (ha) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have the blade broken at the midpoint. A piece approximately 0.084" x 0.345" was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken blade do not show damage.